Manufacturer narrative:
Additional information: g3, h2, h3, h6. An event of a steam pop and heart block was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Information from the field indicated that ablations were performed with an rf power up to 45w. The tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence;¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop remains unknown.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During ablation with the tacticath catheter on the earliest point in right atrium on the anterior cs ostium, a steam pop was noted and a total atrioventricular (av) heart block occurred. The av block recovered to an av 1 and cortisone infusion was given.